Event description:
Nurse reports surgeon noted "white deposits" on the lens. No pt injury was reported but the nurse reports that if this incident were to recur it could cause or contribute to a serious pt injury.